Manufacturer narrative:
A motor error alarm during rewind due to the motor encoder signal out of phase. We were unable to perform displacement test due to motor error alarm. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported that the customer received a motor error alarm from her insulin pump during a bolus. The customer's blood glucose level was 156 mg/dl. Standard troubleshooting was performed. The insulin pump was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.